Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient is concerned with the performance of the atrial lead over the last two years. Lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient is concerned with the performance of the atrial lead because it has been "acting up" over the last two years. No patient complications have been reported as a result of this event. It was further reported that the patient continues to be concerned with the performance of "one of the leads." The patient noted passing out recently. Follow-up was conducted to obtain information on the patient and whether the episode was lead related and which lead was "turned off." The attempts were unsuccessful. Records indicate the leads remains in use.